Event description:
Customer reported a malfunction with the pump, identified by malf 12, but there were no notable events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the customer in doing so, and informed the customer to call back if the malfunction recurred. The customer understood and the issue did not recur after the reset.